Event description:
It was reported that the front of the pump had been flipped around. Reportedly the doctor did not want to take the pump out, but they went in "last year around (B)(6)" to turn the pump around. The pump was infusing morphine.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n245020, implanted: (B)(6) 2010, product type accessory; product ID 8703w, lot# l37096, implanted: (B)(6) 1995, product type catheter. (B)(4).

Event description:
Additional information received from a consumer reported 2 years prior, the pump had to be moved up because it was going down.